Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath was used as an accessory device for the endovascular treatment of an abdominal aortic aneurysm. It was reported while trying to insert the fully activated hydrophilic coated endurant 16x16x82mm limb extension through the sentrant sheath, the physician experienced extreme difficulty. The delivery system was catching on the valve of the sheath. The stent graft device was removed from the sheath and reinserted directly into the arteriotomy and successfully implanted. No additional clinical sequelae were reported and the patient is fine.